Manufacturer narrative:
(B)(4). The product analysis indicates that the one minute pre-repair temperature test results are as follows: 170 degrees f at t1 and 180 degrees f at t2. The motor and o-rings were replaced and the handpiece was successfully tested to specifications. This device is used for therapeutic purposes.

Event description:
The product analysis indicates that the handpiece got hot. There was no injury reported as a result of this event. Requests for additional information have been made with no additional event details provided.